Manufacturer narrative:
Correction from initial MDR: there were no further injuries reported post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an integrity rx stent. No abnormalities were reported in relation to anatomy. No damage was noted to packaging. No issues were noted when removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues found after the protective sheath was removed. Negative prep was performed with no issues. It was reported that stent dislodgement occurred during delivery to the lesion. The stent was crushed against the vessel wall. The stent was not removed from the patient and so remains in the patient. The device did not pass through a previously-deployed stent. No excessive force was used during delivery. No patient injury is reported.